Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reset the pump to address the issue. The customer¿s blood glucose (bg) level was "high," although a specific value was not given. Customer address their bg with a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.